Manufacturer narrative:
The cori console p/n rob10024 (B)(6) intended for use in treatment was returned. A visual and functional evaluation was done, and the reported complaint was not confirmed. The software files were downloaded from the device and provided for investigation. Screenshot review of case ID: (B)(6) was reviewed and confirmed the ¿collection error: tibia knee center was collected proximal to the femur knee center.¿. The user likely collected the knee centers when the leg was in a position where the tibia was proximal to the femur. This situation is captured in the risk assessment released at the time of the complaint. The failure mode and associated risk have been anticipated within the risk file and that the documented risk level is still adequate. A review of manufacturing records indicate the software met all specifications upon release into distribution. A complaint history review found similar reports. A review of prior escalation actions was performed and found no actions that are applicable to the scope of the reported complaint. This issue will be continuously monitored through complaint investigation and post market surveillance. Based on the investigation, no containment or corrective actions are recommended at this time.

Event description:
It was reported that during a cori tka procedure, following hip center collection, they received an error that malleoli were collected in an incorrect order. They resolved the issue when the surgeon went back and recollected femur and tibia knee center. It was stated that if the tibia knee center point is collected above the femur knee center point, this error would be prompt. The case was able to proceed as normal following the recollection of the points. There was a delay of less than 30 minutes. There was no patient injury. No other complications were reported.